Event description:
Optical disk drive in dicom image archive damaged disks so that files were unreadable and unrecoverable. These were facilities only copies of pt images. The data loss places facility in non-compliance with state laws regarding record retention. Furthermore, several pts have not been able to access their medical records for the pruposes of a second opinion. Due to the data being non-retreivable.